Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 18x1in blunt fill was coring and there was foreign matter in the syringe. The following information was provided by the initial reporter: material no: 305181, batch no: unknown. It was reported that needles are coring and plastic shards are seen in the medication within the syringe.